Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the sterilization process, the instrument fractured. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Updated: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp found signs of repeated use and it is fractured on medial side of post. DHR was reviewed and no discrepancies were found. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture and the fractured tasp component in this complaint was manufactured after the design modification. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.